Event description:
It was reported that a pt had an esophageal stent placed for treatment. Two days later, the stent migrated into the pt's stomach and was retrieved by the physician. It was reported that no injury or complications occurred with the pt. The device has not been returned for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on the batch number. Additionally, without evaluating this device co can not determine if the device met specifications. User technique and or pt anatomy could have contibuted to this event. However, co is unable to determine the relationship between the device and the cause of the event.